Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient a spinal cord stimulation (scs) explant procedure. Unable to return explanted products per facility policies.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 2000022063. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 2000022063. UDI: (B)(4).